Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of the inability to communicate with the device was found to be caused by premature battery depletion. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. With a replacement battery attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Event description:
It was reported, the patient presented in clinic for follow up after not being able to remotely transmit via merlin.net transmitter. A vibratory notification was felt several months prior but was unable to transmit at that time. Currently, the device could not be interrogated with either rf or wand telemetry. The device was explanted and replaced.